Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) delivered multiple inappropriate shocks while programmed in the primary vector. All vectors were evaluated, and only the secondary vector was deemed appropriate. Following discussion with the physician, the device was reprogrammed to the secondary vector. Therapy remains disabled, and the patient is currently wearing a lifevest. Chest x-rays have been requested. Device data were downloaded and forwarded to technical services (ts) for evaluation; further recommendations are pending. No additional adverse patient effects were reported. The s-ICD remains implanted.